Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The high energy shock impedance was 111 ohms, which is high but within normal limits. The sensing vector at the time of the shock was set to the secondary vector. The patient has gained some weight. Technical services discussed some programming and testing options. There were no additional adverse patient effects. The system remains implanted.